Event description:
A review of service data detected a reportable event. Upon servicing, monitor sn (B)(4) failed the pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The cause for the pulse test failure was isolated to defective inductors t2 and t3 on the monitor defibrillator board. The root cause for the defective inductors could not be positively identified. No adverse event resulted from the defective inductors. The last pt to use this monitor did not report any deficiencies.